Event description:
Male employee reported skin rash and irritation. Received hydrocortisone cream and had to leave work. Was off from work three days. He has switched to a different glove. The actual event date is not known, it may have been (B)(6) 2013 or (B)(6) 2014. Used the date of (B)(6) 2014 which is when the complaint was reported to cardinal health.

Manufacturer narrative:
The customer did not provide the sample or the lot#, therefore the device history record could not be reviewed. The protexis pi classic glove is the new product name of the esteem glove, there is no change to the glove formulation or the production process. Previously this product passed the test for primary skin irritation per the technical service report. The exact cause of this complaint could not be determined. The esteem glove (now called protexis pi classic) has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor our complaints for any trends.